Event description:
The customer reported that monitor freezes during use, and requires hard restart. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.